Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter read inaccurately erratic when comparing blood glucose test results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6), 2010. The reporter stated the patient obtained blood glucose results of "322, 240, 289 and 382 mg/dl" with the subject meter, performed greater than 20 minutes of each other. The customer care advocate (cca) was advised the patient manages her diabetes with a combination of actos pills and novolog insulin (amounts not specified). It is not known what action the patient took at the time of the alleged issue. Hours after the start of the alleged product issue, the reporter claimed the patient had symptoms of "legs sweaty" and felt sick. On (B)(6), 2010, the reporter stated the patient was provided phone advice by a health care professional (hcp) to take 15 units novolog insulin (morning and evening) and 15 mg actos pills. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.